Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that they experienced an automated impella controller (aic) shutdown/restart issue. A brief support interruption was encountered with a short pump stop. The console was reset and there was a dark screen. The system then came back on and the pump resumed operating. As result, the aic console was replaced and the case resumed on an alternate aic. There was no patient harm.